Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. The customer called stating that the patient returned from a capsule study and on inspection of the viewer it was still in the small bowel. The patient was told to go for a walk and came back half an hour later. The orange light on the recorder was flashing but there was no view on the recorder. The customer then disconnected the sensor after they had the orange light and nothing on the screen. The recorder was only flashing orange and black image when they checked the live view, after the patient went back to the hospital. Technical support asked the customer to check with the doctor after review to confirm if the capsule had reached the small bowel. The customer called back and stated that the notes from the doctor confirmed that the capsule had not reached the colon. When the doctor was that the end video was still in small bowel the doctor had them have an x-ray due to suspected capsule retainment. However it was confirmed that the capsule was passed naturally by the patient. The recorder and sensor belt worked without issue previously. There was no patient or user harm.